Manufacturer narrative:
The acist kodama intravascular ultrasound catheter was returned to acist for investigation on january 3, 2017. Evaluation of the returned catheter confirmed that the catheter was in three pieces. The catheter had noticeable kinks on the hub in the strain relief and several locations along the sheath. Evidence suggests that the distal portion of the catheter may have become restricted distal to the lesion and was not able to be extracted. Force was applied and the restricted portion of the catheter (imaging window and catheter tip) were severed, leaving the detached portion of the catheter inside the patient. The initial catheter break occurred at approximately 43.5 mm from the distal tip of the kodama catheter. This is not near a bond or joint location of the catheter sheath. The two imaging window segments were stretched and necked down to the drive cable diameter, which may be indicative of a pulling force. The most probable root cause is operational context due to anatomical procedural factors.

Manufacturer narrative:
The acist hdi high-definition ivus system and acist kodama intravascular ultrasound catheter were requested to be sent to acist for investigation. The diagnostic log files from the hdi system console were analyzed by a senior software test engineer. During this evaluation, no error messages were observed during imaging for the reported event. This evaluation indicates that the hdi system had no causal relationship to the reported event. A review of the kodama catheter manufacturing logs for this kodama catheter, lot 00079480, indicates there were zero non-conformances associated with the lot. Review of the tensile strength process monitor for imaging window to soft tip bond and bonds within the imaging window segment showed that all samples tested met the minimum tensile strength value specification of 5 newtons. The DHR review revealed no deviation of the device specifications or product process specifications. All acceptance records demonstrate the device was manufactured in accordance with the device master record. The user facility has not returned the suspect kodama catheter to acist. Acist is unsure whether the kodama catheter will return for investigation. If the catheter is returned, a follow-up report will be submitted. The cause of this event is unknown. This report is considered closed.

Event description:
During an angiography of the left inferior mesenteric artery (lima), a stenosis of > 90% was observed. Repetitive percutaneous transluminal coronary angioplasty (ptca) was performed with several balloons to open the lesion without success. The user facility decided to perform an intravascular ultrasound (ivus) study using the volcano eagle eye catheter. The volcano catheter was not able to cross the lesion, so the user facility decided to use the acist hdi high-definition ivus system and acist kodama intravascular ultrasound catheter. The kodama catheter successfully crossed the patient lesion. After the hd-ivus procedure with the acist hdi and kodama catheter, the user felt resistance when attempting to retrieve the kodama catheter. Additional force was applied until the kodama catheter came loose. Inspection of the kodama catheter outside the body indicated the distal piece of the catheter was missing. The user facility was able to retrieve the tip of the catheter. The patient was stable throughout the procedure. The patient did experience blood pressure < 90 mm hg systolic. The kodama intravascular ultrasound catheter is a medical device for use by or on the order of a physician and is intended for ultrasound examination of coronary intravascular pathology only. The use of the kodama catheter in this procedure is considered off-label.